Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of erratic blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 100-110mg/dl fasting. Verified the strips expire 01/31/2018. Customer confirms the strips are stored properly. Reviewed meter memory: (time and date not set): no adverse event reported.